Event description:
While nurse was preparing feraheme IV infusion for administration, IV tubing was primed and placed into alaris pump when tubing snapped off. Drug then leaked onto pump, floor, patient and nurse. No medication had reached the patient, since the IV line was still clamped. Alaris IV pump removed from service and work order submitted. IV tubing placed in plastic bag with original packaging.